Event description:
Additional information indicated that the lead had dislodged. The dislodgement was confirmed via pacing system analyzer and x-ray.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observations could not be confirmed.

Event description:
Boston scientific received information that this pacemaker was explanted, as noise, loss of capture, and high impedances greater than 4000 ohms were observed. It was thought that the lead was dislodged or fractured; however no conclusive evidence is available at this time. No additional adverse patient effects were reported.